Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The downstream occlusion (dso) seal was delaminated. Upon further investigation, the upstream occlusion (uso) seal was also found to be delaminated. The uso and dso seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device has a damaged dso seal and damaged lens. There was no patient involvement, and no patient harm reported.